Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal mid-urethral sling system was implanted during a procedure on (B)(6) 2010. According to the complainant, on (B)(6) 2010 the patient experienced pelvic pain. The patient underwent revisionary surgery, vaginal reconstruction and mesh removal (specifics unknown). Reportedly, the patient's current condition is fine. All other information is unknown and reportedly unavailable.